Manufacturer narrative:
(B)(4). Date sent: 8/6/2021. H6: component code = g04. Investigation summary: two photos along with the device was returned for evaluation. During the visual analysis of the photos, the following was observed: the first photo shows several staples in the tissue along with body fluids. And it was noted a surgical instrument supported a piece of tissue. The second photo shows properly formed staples and partially formed staples, can be seen in the tissue along with body fluids. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and without reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Event description:
It was reported that during an unknown procedure, the surgeon was using echelon plus 60mm with slr on sleeve gastrectomy. Was rinsed properly between firings and on second to last firing of sleeve, the tissue pushed out of jaws as it was fired and caused numerous malformed staples and the zeros a of the stomach to tear. A second stapler was used to fire next to that staple line and resect out damaged stomach. No patient consequences reported. No further information is available.